Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes erroneous results were seen in an unspecified number of samples due to underfilling of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown , h.4. Device manufacture date: unknown. There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information. 4. Medical device lot#: 3348833; d4. Unique identifier (UDI) #: (B)(4); d4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 14-dec-2023. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. The issues of underfill or erroneous results were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown). No erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes erroneous results were seen in an unspecified number of samples due to underfilling of the tube. No adverse impact was reported regarding the patient or user.